Manufacturer narrative:
Remote support from the customer care solution center was received. Available information indicates that the customer repaired the device, but per the response to a good faith effort, no additional information was available regarding the success of the repair, and it was indicated that the faulty component would not be returned for additional investigations. Based on the information available there is insufficient information to confirm the reported problem. It was reported that the customer repaired the device, however, it was not possible to confirm the final disposition of the device because no additional information was available. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the paddle charging key failed during testing. There was no patient involvement.